Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2010. It has been reported the pt has been feeling heating at the ipg pocket site after charging the system. The heating sensation fades away within 15 minutes after fully charging. No further information is available at this time.